Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 6 atmospheres of pressure. Subsequently, it was observed under fluoroscopy that the stent did not appear to be completely deployed and an area of dissection was noted at the site of the balloon rupture. In response, a post dilation balloon was utilized to tack-up the dissection as well as completely expand and deploy the stent. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The product upon which this medwatch report was based has been returned and evaluated. The results of our evaluation revealed that the sheath was partailly covering the delivery balloon preventing the balloon from properly inflating. The evaluation results suggests that the fracture observed in the delivery balloon may have occurred during attempted balloon catheter inflation or upon withdrawl of the delivery balloon. The product labeling which accompany the ps 1535 states the following: " under fluorscopic observation, the sheath is pulled back exposing the stent at the lesion site. Ensure that the sheath is fully retracted and balloon y-adapter is pulled back as far as possible towards the touhy-borst valve."